Event description:
Fracture entrapment of wire during ptca-stent-the proximal end of wire-small segment is protruding into the ascending aorta. Distal end is firmly fixed in between the two stents. Tip of bmw wire remains in stent.